Manufacturer narrative:
Additional information: d4 (serial #, unique identifier (UDI) #), d9, g3, h4 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D.10. Concomitant products: unk-egiaadapter, unknown egia adapter (serial#: unknown), unknown egia su, unknown endo gia sulu (lot#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy, the power handle was being fired over the stomach when the stapler fired a few millimeters then stopped, a yellow wrench error symbol was displayed. The only resolution was to switch to a new handle. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: g3, h3, h6 correction: h8. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection of the returned handle found no abnormalities. No abnormalities were noted during functional testing. The handle had 200 of 300 procedures remaining. Analysis of data stored on the handle showed evidence of field programmable gate array (fpga) reset/reprogram failures during the final firing. This would result in the partial firing condition. According to this data, the handle was running v29.4 software at the time of the fpga reset/reprogram failures. It was reported that the device experienced partial firing. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.